Event description:
It was reported that the high-definition lcd monitor had a no image problem. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint no image was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the cable for video output is not connected. However, a root cause of the event could not be identified. The event can be prevented by following the instructions for use which state: high-definition lcd monitor oev261h instructions (chapter 10 troubleshooting_10.1 troubleshooting guide no image_p85). Olympus will continue to monitor field performance for this device.